Event description:
It was reported that the customer's pump screen was unresponsive and would not turn on despite troubleshooting efforts. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer must keep the pump plugged into a power source and will use the t: connect mobile app for interactions and bolusing.